Event description:
Additional information was received which confirmed the subject device was a loaner device and the error code e225 was found when the device was returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding the subject device. Please see update to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. Please see updates to b5, e4, h6 and h10. B5 & device evaluation: this information was inadverently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center confirmed the device displayed an e110 error code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e225 and e110 error codes were caused by a faulty printed circuit board (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the device displayed error code e110. This report is being submitted for e225 and e110 error codes.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (error code e225) was confirmed and was caused by a faulty printed-circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video system center displayed an error code e225 error (printed-circuit board failure). There were no reports of patient harm associated with this event.